Event description:
It was reported that an asymptomatic patient presented for a follow up in the hospital on (B)(6) 2021 with a right atrial lead that was exhibiting poor sensing and high capture thresholds. The lead was explanted and replaced during a pulse generator upgrade procedure on (B)(6) 2021. The patient tolerated the procedure well and was recovering.

Manufacturer narrative:
Analysis was normal. No anomalies were found. The reported events of inadequate capture and sensing were not confirmed.